Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds which was likely due to changes on the patient's anatomy. Further, this behavior was not attributed to the lead but to the patient. This rv lead was partially abandoned surgically. No additional adverse patient effects were reported.